Event description:
Technical services received a call on 04/13/2011 from sales rep. Was reported that the lead had crosstalk and far-field sensing. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).